Event description:
The customer reports the midline lumen was leaking at the site of the extension line side clamp.

Manufacturer narrative:
(B)(4). The customer returned a single lumen PICC catheter for analysis. The catheter body was intentionally severed just below the 10cm mark. The severed portion was not returned for analysis. Signs-of-use in the form of biological material was observed on the catheter body. After failing functional testing, the catheter was microscopically examined. A small separation/hole was detected in the extension line adjacent to the luer hub. The extension line length from the luer hub to the juncture hub measured 1.65", which is close to the nominal value of 1.63" per the catheter graphic. The extension line outer diameter measured .094", which is within the specification limits of .093"-.097" per the extension line extrusion graphic. The extension line inner diameter measured .056", which is within the specification limits of .055"-.059" per the extension line extrusion graphic. The catheter was initially flushed using a lab inventory syringe to ensure no blockages were present. No issues were detected. The distal end of the catheter was then occluded, and the lumen was pressurized using a lab inventory syringe. When the line was pressurized, water leaked from the junction of the luer hub and extension line. A manual tug test confirmed the extension line was fully secured within the luer hub. A device history record review was performed with no relevant findings. The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. The extension line contained one small hole adjacent to the luer hub. Due to a rising trend of extension line/luer hub leaks, a CAPA has been initiated to further investigate this issue. Based on initial evaluation, the probable root cause appears to be related to the manufacturing assembly of the luer hub to the extension line. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the midline lumen was leaking at the site of the extension line side clamp.

Manufacturer narrative:
Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the midline lumen was leaking at the site of the extension line side clamp.